Event description:
It was reported that atrial lead impedance dropped from 345 ohms at implant, to 125 ohms in 2007, then 115 ohms in 2009. It was also noted that intermittent noise was observed. The lead would be replaced, when the implantable cardioverter defibrillator reached elective replacement indicator.

Manufacturer narrative:
Na